Event description:
It was reported that the patient went to the emergency room due to a recent increase in seizures. The patient had been assaulted and was in a treatment facility for an unrelated medical issue. The increase in seizures had gone from one per month to four in the past few days. The physician requested that the device be communicated with to rule out damage to the device from the assault and determine if the issues are related to the vns or other comorbidities the patient had. The patient¿s device was communicated with, and system diagnostic results were within normal limits. The hospital had taken x-rays, and the physician didn¿t believe that anything looked out of the ordinary. The nurse reported she only knew of the patient having one seizure at the treatment facility she was staying at, which is why she was sent to the hospital. It was unknown what caused the seizure. No further relevant information has been received to date.